Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pumps black box revealed continual pump reboots however it was not duplicated during this investigation. The pump was run on a 24 hour basal program using the returned battery cap with no intermittent power or reboot occurrences. The pump was opened and there were no defects found to the power circuit. The returned battery cap was used to perform the investigation. There was no damage observed to the battery compartment threads or the battery cap. The battery cap threads tightened properly. Unrelated to the original complaint, the battery compartment was observed to be cracked below the bumper at the case seal. The battery cap height and width contacts were found to be out of specifications. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. It was noted that the pump had multiple reboots. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.